Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. And was cleared under (B)(4).

Event description:
It was reported that, "when the nurse was opening the inner box of the simplex p, the powder had already leaked from the inner pouch. Therefore, the surgeon used a spare simplex instead of it."